Manufacturer narrative:
The manufacturer participated in the same proficiency survey using d-04 2015 cap survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8u]g/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. (B)(4).

Event description:
It was reported that a misidentification of shigella boydii as leminorella specie 93.14% was obtained for the (B)(6) da-2015 d-04 survey isolate. The isolate was tested on neg breakpoint combo 41 panels (lot number not provided) on five separate test events and separate technicians. The isolate was stool grown on blood agar (bap) and macconkey agar (mac) plates. The customer described the colonies as mucoid, non-lactose fermenters. It was reported that panel qc and qc diagnostics had been within specifications. The correct ID of the isolate was shigella boydii per 2015 cap d-a bacteriology participant summary report. There was no patient involved as this was a proficiency survey.